Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that following successful implant of an impella cp pump, the device experienced persistent suction alarms. An x-ray noted a kink in the pump cannula just below the outlet cage. Attempts to reposition the device failed to straighten the kink and the decision was made to replace the device. There was no resulting patient harm associated with the failure.

Manufacturer narrative:
The investigation of low pump flow has been completed. The data logs confirmed low pump flow when pump started & remained to the rest of the case. Suction alarms were seen. During the visual inspection it was discovered there was a kink on can about 15 mm from the bonding site of can & of cage. The root cause of low flow was due to kinked cannula.